Event description:
It was reported that during a prostate procedure a side-firing fiber was noticed to have commenced forward firing at 47,162 joules. The fiber cap was also noticed to be burnt. The case was not completed as the physician did not have a second fiber on hand to use. No pt or end user injury was reported, however the manufacturer is filing this as surgical intervention as an additional surgery has been scheduled as a result of the incompletion of the case.

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.